Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome leading to this right atrial (ra) lead dislodgment. The dislodgment was confirmed via chest x-ray and fluoroscopy. As result, a revision was performed wherein this ra lead was attempted to be repositioned but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.